Event description:
Revised due to dislocation. From a retrospective (B)(4) study. Sites are only required to report per their milestones as significant amount of time after revisions occurred, and therefore, we do not know if the device will be available. Initial surgery (B)(6) 2005, revision (B)(6) 2007.

Event description:
The customer observed an increase in the frequency of architect i2000 error code 1006 (unable to process test, background read failure) or potentially elevated results when reaction vessel (rv) lot 71558p100 was in use. Abbott confirmed the only error message generated was error code 1007 and determined the instrument maintenance was up to date. There was no impact to patient management.

Manufacturer narrative:
(B) (4), concomitant medical products:architect i2000 analyzer, list # 8c89-01, (B) (4).evaluation: no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect i2000 analyzer, list # 8c89-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.